Manufacturer narrative:
Product complaint # (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. H3, h4, h6: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. No device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(4). Study no: dots. Clinical adverse events received for a knee revision has been reported. The patient's left total knee replacement was revised to address pain, swelling, ligamentous laxity, and a "click". Device and procedure(relatedness). Device related: no information provided. Procedure related: no information provided. Date of event: no information provided. Date of implant: no information provided. Date of revision: (B)(6) 2024. Device location: no information provided. Treatment/impact: knee revision. Depuy synthes product used: catalog number: no information provided. Lot number: no information provided. Component type: no information provided. Description: no information provided. On (B)(6) 2024, patient's left total knee replacement was revised to address pain, swelling, ligamentous laxity, and a "click". Intraoperatively, the surgeon observed laxity of the knee as it was passed through full range of motion. Following incision, a small amount of foreign body synovitis was observed. The insert was removed. The femur and tibial tray components were well fixed and retained. There was no discussion in the operative record about the patient's patella, beyond it having been everted by the surgeon to provide exposure--it is not clear from the records if it was resurfaced previously. A size 8/8 tibial insert was implanted, significantly improving stability/laxity issues. There were no reported complications. Patient's right knee received steroid injections during the same surgery, to address arthritic pain unrelated to the left knee arthroplasty.